Event description:
Patient experiencing neurapraxia one month after surgery to re-position the cuff lead on (B)(6) 2020. Patient presented to physician with slurred speech, inability to swallow anything but soft foods and liquids, soreness in throat, slight drooling and when he extends his tongue out, it curves to patients right side. No intervention to address injury has taken place at this time. The physician plans to delay activation to give the patient time to heal.

Event description:
All patient¿s symptoms have resolved without treatment as of (B)(6) 2020.